Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was not confirmed. The evaluation found the image was noisy due to a faulty outer tube and the cable unit was slightly scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. H9/reporting number: (B)(4) added here due to character limitation in respective field.

Event description:
The customer reported to olympus, the endoeye hd ii laparoscope was displaying a purple image. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.